Event description:
It was reported that a device experienced system error 105 pic motor error. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Evaluation confirmed reported symptom of "sn (B)(4)system error 105pic motor error" caused by partially dislodged q20 from I/o pcb. The I/o pcb was replaced.